Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 400 mg/dl) and correction boluses were delivered to address the bg. The cause of the high bg was not known. A pump system check was performed and no device issues were found. A review of the pump data did not any device issues. Tandem technical support had advised the customer to discuss the high bg event with a healthcare provider.